Event description:
It was reported that patient underwent a shoulder arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2012 for an unknown reason. Surgeon removed and replaced the stem. Surgeon states that the patient is now experiencing pain and clicking. A subsequent revision is scheduled for (B)(6) 2013. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02754 / 02755).

Event description:
It was reported that patient underwent a shoulder arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 where the taper adaptor was removed and replaced. A subsequent revision took place on (B)(6) 2013 due to pain and clicking. Surgeon removed and replaced the custom head and liner. The surgeon also stated that the clicking was caused by the patient¿s soft tissue. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-002754, 02755 & 03762).